Manufacturer narrative:
Concomitant medical products: 3ml bd syringe, lot #: 8344627, exp 2023-12-31; medfusion 3500 syringe pump; bd 5ml syringe; bd 10ml syringe; therapy date unknown. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the maxzero connector leaks when connected to a bd 3ml, 5ml or 10ml syringes during use on neonates. The customer later clarified that the leaks are occurring while using the bd 3ml syringe and that the 5ml and 10ml were to be returned to bd for comparison. There were no adverse effects caused to any patient's from the events.